Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30021999m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a complete heart block requiring surgical intervention. During the ablation phase, during use of biosense webster products, the patient went into complete heart block after ablation on the septal part of the left ventricle. The power during ablation was 35 ¿ 45 watts. The patient required a permanent pacemaker implant due to the event. The patient required extended hospitalization for monitoring post implantation. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.